Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with therapeutic plasma exchange (tpe), using two prismaflex control units and two prismaflex tpe2000 sets. In addition, the circuit was connected to extracorporeal membrane oxygenation (ECMO). Alarms related to membrane pressure excessive (tmp excessive) were generated by the prismaflex control units. The treatment was terminated without the extracorporeal (ec) blood being returned to the patient twice. The patient received a blood transfusion. No additional information is available.